Manufacturer narrative:
(B)(4). Legal manufacturer: hcs (B)(4). The customer contacted ge healthcare technical support. The customer advised that they had resolved the reported issue. No further information is available regarding what resolved the reported issue. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a leak large enough to cause a loss of mechanical ventilation. There was no report of patient involvement.